Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)"), pregnancy with contraceptive device ("pregnancy (no complication)"), uterine haemorrhage ("abnormal uterine bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011) and esophagogastroduodenoscopy. Negative for granulomas or dysplasia negative for microvascular thrombi or vascular ectasia negative for endometrial hyperplasia, negative for carcinoma. Previously administered products included for an unreported indication: mirena on (B)(6) 2015 and depo provera. Concurrent conditions included overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), gabapentin, hydroxychloroquine, naproxen, ranitidine and sumatriptan. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), weight increased ("weight gain"), groin pain ("groin area pain") and dysmenorrhoea ("dysmenorrhea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, fatigue and dysmenorrhoea outcome was unknown, the nausea, dyspareunia and vaginal discharge had resolved and the groin pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. On (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)"), pregnancy with contraceptive device ("pregnancy (no complication)"), uterine haemorrhage ("abnormal uterine bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 28-year-old female patient who had essure (batch no: 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (on (B)(6) 1998, on (B)(6) 2003, on (B)(6) 2008 and on (B)(6) 2011), esophagogastroduodenoscopy, miscarriage (1) and habitual abortion (spontaneous) (3). Negative for granulomas or dysplasia negative for microvascular thrombi or vascular ectasia negative for endometrial hyperplasia, negative for carcinoma on (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver, smoker and fibromyalgia since 2014. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), gabapentin, hydroxychloroquine, naproxen, ranitidine and sumatriptan. In 2008, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 days after insertion of essure. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In november 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), groin pain ("groin area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, fatigue, vaginal haemorrhage and menorrhagia was resolving, the pregnancy with contraceptive device, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, dysmenorrhoea, depression and anxiety outcome was unknown, the nausea, dyspareunia and vaginal discharge had resolved and the groin pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: medical history added from pfs. New events added:abnormal bleeding (vaginal, menorrhagia), on (B)(6) 2018: fu 6 and 7 process together, previously reported events- "fatigue, severe pelvic pain/ pain, abnormal bleeding(general), abnormal uterine bleeding,abnormal bleeding (vaginal, menorrhagia " outcome updated to "recovering / resolving", medical history added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)"), pregnancy with contraceptive device ("pregnancy (no complication)"), uterine haemorrhage ("abnormal uterine bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011) and esophagogastroduodenoscopy. Negative for granulomas or dysplasia. Negative for microvascular thrombi or vascular ectasia. Negative for endometrial hyperplasia, negative for carcinoma. Previously administered products included for an unreported indication: mirena on (B)(6) 2015 and depo provera. Concurrent conditions included overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), gabapentin, hydroxychloroquine, naproxen, ranitidine and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 7 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), weight increased ("weight gain"), groin pain ("groin area pain"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, fatigue, dysmenorrhoea, depression and anxiety outcome was unknown, the nausea, dyspareunia and vaginal discharge had resolved and the groin pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. On (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received: events depression and anxiety were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 28-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011), esophagogastroduodenoscopy, miscarriage (1) and habitual abortion (spontaneous) (3). Negative for granulomas or dysplasia negative for microvascular thrombi or vascular ectasia negative for endometrial hyperplasia, negative for carcinoma on (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included fibromyalgia since 2014, overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate, gabapentin, hydroxychloroquine, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen, pantoprazole, ranitidine and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 days after insertion of essure. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complication)"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), groin pain ("groin area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, nausea, dyspareunia, vaginal discharge, groin pain, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, dysmenorrhoea, depression and anxiety outcome was unknown and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events severe pelvic pain/ pain, abnormal bleeding(general), abnormal uterine bleeding, groin area pain, abnormal bleeding (vaginal) and abnormal bleeding(menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)"), pregnancy with contraceptive device ("pregnancy (no complication)"), uterine haemorrhage ("abnormal uterine bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011) and esophagogastroduodenoscopy. Negative for granulomas or dysplasia negative for microvascular thrombi or vascular ectasia. Negative for endometrial hyperplasia, negative for carcinoma. Previously administered products included for an unreported indication: mirena on (B)(6) 2015 and depo provera. Concurrent conditions included overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), gabapentin, hydroxychloroquine, naproxen, ranitidine and sumatriptan. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), weight increased ("weight gain"), groin pain ("groin area pain") and dysmenorrhoea ("dysmenorrhea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, fatigue and dysmenorrhoea outcome was unknown, the nausea, dyspareunia and vaginal discharge had resolved and the groin pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. On (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received:the event dysmenorrhea added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 28-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011), esophagogastroduodenoscopy, miscarriage (1) and habitual abortion (spontaneous) (3). Negative for granulomas or dysplasia. Negative for microvascular thrombi or vascular ectasia. Negative for endometrial hyperplasia, negative for carcinoma on (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included fibromyalgia since 2014, overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate, gabapentin, hydroxychloroquine, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen, pantoprazole, ranitidine and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 days after insertion of essure. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complication)"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), groin pain ("groin area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, nausea, dyspareunia, vaginal discharge, groin pain, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, dysmenorrhoea, depression and anxiety outcome was unknown and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events severe pelvic pain/ pain, abnormal bleeding(general), abnormal uterine bleeding, groin area pain, abnormal bleeding (vaginal) and abnormal bleeding(menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 28-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011), esophagogastroduodenoscopy, miscarriage (1) and habitual abortion (spontaneous) (3). Negative for granulomas or dysplasia negative for microvascular thrombi or vascular ectasia negative for endometrial hyperplasia, negative for carcinoma on (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included fibromyalgia since 2014, overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate, gabapentin, hydroxychloroquine, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen, pantoprazole, ranitidine and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 days after insertion of essure. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complication)"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), groin pain ("groin area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, nausea, dyspareunia, vaginal discharge, groin pain, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, dysmenorrhoea, depression and anxiety outcome was unknown and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events severe pelvic pain/ pain, abnormal bleeding(general), abnormal uterine bleeding, groin area pain, abnormal bleeding (vaginal) and abnormal bleeding(menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 28-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011), esophagogastroduodenoscopy, miscarriage (1) and habitual abortion (spontaneous) (3). Negative for granulomas or dysplasia negative for microvascular thrombi or vascular ectasia negative for endometrial hyperplasia, negative for carcinoma on (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Previously administered products included for an unreported indication: mirena and depo provera. Concurrent conditions included fibromyalgia since 2014, overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), amitriptyline, butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate, gabapentin, hydroxychloroquine, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera), naproxen, pantoprazole, ranitidine and sumatriptan. In 2008, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 days after insertion of essure. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complication)"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), groin pain ("groin area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, nausea, dyspareunia, vaginal discharge, groin pain, vaginal haemorrhage and menorrhagia had resolved, the pregnancy with contraceptive device, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased, dysmenorrhoea, depression and anxiety outcome was unknown and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first pregnancy I had a miscarriage. Three abortions later. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)"), abortion spontaneous ("pregnancy (termination)"), pregnancy with contraceptive device ("pregnancy (no complication)"), uterine haemorrhage ("abnormal uterine bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective." The patient's past medical history included multigravida, parity 4 on (B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011) and esophagogastroduodenoscopy. Negative for granulomas or dysplasia negative for microvascular thrombi or vascular ectasia negative for endometrial hyperplasia, negative for carcinoma. Previously administered products included for an unreported indication: mirena on (B)(6) 2015 and depo provera. Concurrent conditions included overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), gabapentin, hydroxychloroquine, naproxen, ranitidine and sumatriptan. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2016, 7 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), weight increased ("weight gain") and groin pain ("groin area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, uterine haemorrhage, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased and fatigue outcome was unknown, the nausea, dyspareunia and vaginal discharge had resolved and the groin pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abortion spontaneous, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. On (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on 04-jan-2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, lot number were added.genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, uterine haemorrhage, rheumatoid arthritis, device ineffective, menstrual disorder, migraine, headache, nausea, dyspareunia, vaginal discharge, weight increased, fatigue, groin pain and device monitoring procedure not performed were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding(general)"), pregnancy with contraceptive device ("pregnancy (no complication)"), uterine haemorrhage ("abnormal uterine bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a 35-year-old female patient who had essure (batch no. 627072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2008 and (B)(6) 2011) and esophagogastroduodenoscopy. Negative for granulomas or dysplasia. Negative for microvascular thrombi or vascular ectasia. Negative for endometrial hyperplasia, negative for carcinoma. Previously administered products included for an unreported indication: mirena on (B)(6) 2015 and depo provera. Concurrent conditions included overweight, gastritis erosive, duodenal ulcer, adenomyosis, anemia, chest pain, joint pain, helicobacter pylori gastritis, hemangioma of liver and smoker. Family history included anemia (mother) and stroke (father). Concomitant products included acetylsalicylic acid (aspirin), axotal (butalbital, acetaminophen & caffeine), cyclobenzaprine, duloxetine hydrochloride (cymbalta), gabapentin, hydroxychloroquine, naproxen, ranitidine and sumatriptan. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 14-jan-2016, 7 years 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), weight increased ("weight gain") and groin pain ("groin area pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, uterine haemorrhage, rheumatoid arthritis, menstrual disorder, migraine, headache, weight increased and fatigue outcome was unknown, the nausea, dyspareunia and vaginal discharge had resolved and the groin pain had not resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered dyspareunia, fatigue, genital haemorrhage, groin pain, headache, menstrual disorder, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rheumatoid arthritis, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. On (B)(6) 2015, radiograph report ultrasound pelvic & trans vaginal impression: 1. Heterogeneous myometrium of the uterus. No obvious underlying masses. 2. Nonvisualization of endometrial lining and on (B)(6) 2016, surgical pathology report-clinical information pre-op diagnosis: abnormal uterine bleeding, pelvic pain uterus and right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salphingectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: upon internal review case was corrected - it was noted that pregnancy outcome should be elective abortion and event spontaneous abortion was deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.